Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the basal history does not match active basal program this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2014 with the following findings: the daily insulin delivery totals correctly reflect user's programmed basal rates. Pump histories show pump was in use from 4/25/14 to 4/28/14. During this time basal history matches active basal program. The pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.